Event description:
The user facility reported that the involved destination device dilator did not attach to the introducer and retract when entering the patient. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
Patient identifier: requested, not provided, age & date of birth: requested, not provided, patient sex: requested, not provided, weight: requested, not provided, ethnicity: requested, not provided, race: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 24 oct 2022: there was no reported damage noted prior to using the destination device. To continue the procedure the issue was resolved by using a new device. Patient was in stable condition. Procedure was successful.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the completed investigation results. One 8fr destination sheath with the dilator fully inserted were returned for product evaluation. The sheath and dilator were subject to visual analysis. There was a region measured to be 14.5cm from the sheath tip of cracking of the sheath. The tip of the dilator was also observed to be deformed and folded inward. The complaint cannot be confirmed for dilator assembly difficulty because the dilator would fully mate with the sheath and would not easily back out of the connection. The exact root cause could not be determined. The likely root cause is that the deformation of the sheath and dilator tip caused increased friction of the dilator when passing through the vasculature such that it ceased to advance into the artery and back out of the sheath. The cause of this deformation is unknown. The dilator tip may have met a hard surface. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).